Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas c 311 analyzer. Patient (B)(6) initial result from the c311 analyzer was 131 mmol/l. The repeat from an unspecified instrument was 140 mmol/l. Patient (B)(6) initial result from the c311 analyzer was 134 mmol/l. The repeat from an unspecified instrument was 141.8 mmol/l. The sample for patient (B)(6) was repeated on the c311 analyzer and the result was 140 mmol/l.

Manufacturer narrative:
The customer stated qc was within range. No abnormalities were identified. The customer did not provide any further data for the investigation. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.